Manufacturer narrative:
(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® venous blood collection tube serum, the device experienced blood splatter / sample leakage from stopper pop off. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that caps cap off of the tube resulting in blood spillage.

Manufacturer narrative:
Device available for eval? Yes. Returned to manufacturer on - 08-aug-2022. H.6 investigation summary bd received 5 samples for investigation. The samples were evaluated by stopper pull-out testing and the indicated failure mode for cap pops off with the incident lot was not observed. All of the samples met the minimum requirement for stopper pull-out force. Additionally, retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to cap pops off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® venous blood collection tube serum, the device experienced blood splatter / sample leakage from stopper pop off. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that caps cap off of the tube resulting in blood spillage.